Manufacturer narrative:
On february 22, 2023, the mentor analysis lab received the suspect medical device for evaluation. With the returned device, the following device identifiers were provided. Size: 400cc brand name: mentor memorygel breast implant catalog: 3507400bc lot: 5612247 additionally, paperwork received with the device provided an updated explantation date of (B)(6) 2023. On february 27, 2023, mentor completed an evaluation on the returned device. Mentor conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant was found ruptured, in addition, was received in two parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Using the provided lot, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 75-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of an undisclosed mentor gel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured right breast implant using mammogram and ultrasound imaging. As a result, the patient underwent bilateral removal and replacement with 320cc mentor memorygel breast implants on (B)(6) 2023. The date of event and implantation was provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).